Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was observed during review of the device's activity log, however, the reported problem could not be duplicated with the device. The pace/defib engine board was replaced as a precaution. The device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.